Manufacturer narrative:
On (B)(6) 2016 09:28 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). A maquet field service technician was on site and investigated the unit. The technician noticed that the connection cable from the display control board to the control board was interrupted. The technician repaired the cable and performed a functional test. All tests were performed successfully.

Event description:
On (B)(6) 2016 09:19 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported the temperature regulation on the main circuit intermittently did not work. Water back flow into the tank. Additional information: the error occurred during patient treatment. The unit was replaced, no negative consequences for the patient or a delay in surgery was reported. (B)(4).